Manufacturer narrative:
Exp date should have been 31-mar-2005 rather than 31-may-2005. Final analysis found the pulse generator to be in backup mode due to multiple flipped bits. The device was at end of life (eol). After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath and the pulse generator exhibited backup vvi operation with no pacing support. The device was explanted and replaced.